Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to infection. It was reported that the patient is diabetic and it was suspected the incision did not heal appropriately related to the patient's diabetic condition. There were no additional adverse effects reported.